Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.   The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 3, 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, the laser fiber was broken when the package was opened. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.